Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was further reported, the flow restrictor was observed detached. This issue was discovered prior to patient use. The device was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: february 18, 2021 - february 19, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed evidence of a leak inside the green bag; the flow restrictor was detached. The cause of leak was due to detached tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the detached restrictor could not be determined; however, the most likely cause may be due to either user handling of the product or a weakened tubing bond at the junction of the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g4: PMA/510k # or bla #. Should additional relevant information become available, a supplemental report will be submitted.